Event description:
It was reported that the patient with this implantable pacemaker experienced pocket stimulation after leading tunneled from right to left with a lead extender. Boston scientific technical services (ts) discussed options for troubleshooting and optimizing programming but may be limited. This device remains in service. No adverse patient effects were reported. Additional information indicated that the pocket was opened to apply silicone rubber to set screws. No additional adverse patient effects were reported.